Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 hemopro shut off and would not turn on. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. The product is returning. The date of occurrence may not be accurate (as reported by the hospital that it was sometime during the second week of december). (B) (4)

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010 for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)